Event description:
The patient came from the ER, levophed was running through pump into central line that was placed in ER. They increased it from 2 mcg/ml to 4 mcg/ml. The patient was moved and the IV pump started to alarm. When they looked at the tubing, they noticed it was not primed. The roller clamp on the IV set was closed. We believe that the patient did not receive an over infusion in a few minutes time. The pump was sent to biomed to be tested.